Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. There was blood on the shaft and stent. There were no irregularities or damage noted on the handle, thumbwheel and shaft. The stent was received 1cm partially deployed and he safety-lock was received in the manufacturing position. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that premature partial deployment of the stent occurred. An 8x40x75 epic¿ stent was advanced but was not able to reach the target lesion. Before the locking system was removed from the handle, the stent began to open. The device was removed and the procedure was completed using another stent. No patient complications were reported and patient status was stable.

Event description:
It was reported that premature partial deployment of the stent occurred. An 8x40x75 epic¿ stent was advanced but was not able to reach the target lesion. Before the locking system was removed from the handle, the stent began to open. The device was removed and the procedure was completed using another stent. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).